Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level exceeded the threshold due to the issue, with the display reading "high," though a specific value was unknown. A manual insulin injection was administered to address bg level reportedly, the customer resolved their issue by completely removing the pump and reverting to an alternate method insulin therapy.